Event description:
It was reported that the iab was connected to a competitor pump and the balloon pressure waveform was abnormal and shown as a rectangular shape. The physician suspected a situation of incomplete unwrap of the balloon membrane that caused a high pressure in the helium driveline so they attempted manual inflation by injecting air to balloon to inflate it completely. However, the high pressure bpw persisted and it was observed that the iab therapy was suboptimal. Hence, the physician decided to remove the catheter from the patient and the half of the balloon membrane was not unwrapped. Another iab was not inserted. There was no patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that the iab was connected to a competitor pump and the balloon pressure waveform was abnormal and shown as a rectangular shape. The physician suspected a situation of incomplete unwrap of the balloon membrane that caused a high pressure in the helium driveline so they attempted manual inflation by injecting air to balloon to inflate it completely. However, the high pressure bpw persisted and it was observed that the iab therapy was suboptimal. Hence, the physician decided to remove the catheter from the patient and the half of the balloon membrane was not unwrapped. Another iab was not inserted. There was no patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "half of the balloon membrane was not unwrapped" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed ziploc bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was noted at approximately 35.3cm from the iabc distal tip; liquid blood was noted within the teflon sheath sidearm (inp-4). The one-way valve was connected and tethered to the short driveline tubing (inp-5). The supplied short arterial pressure tubing was noted connected to the iabc luer (inp-5). The entire bladder was noted wrapped (or considered twisted), including the distal end and the proximal end of the bladder (inp-6 through inp-8). Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document q-96 with similar results. No debris or abnormalities were noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portions of the bladder would not fully unwrap and was consistent with being twisted (anp-1 through anp-3). No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint was manufacturing related. Corrections (retraining) have been established under teleflex's quality system by the manufacturing site for this issue as a result of a previous findings identified, and this device was manufactured prior to the release of those corrections. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the iab was connected to a competitor pump and the balloon pressure waveform was abnormal and shown as a rectangular shape. The physician suspected a situation of incomplete unwrap of the balloon membrane that caused a high pressure in the helium driveline so they attempted manual inflation by injecting air to balloon to inflate it completely. However, the high pressure bpw persisted and it was observed that the iab therapy was suboptimal. Hence, the physician decided to remove the catheter from the patient and the half of the balloon membrane was not unwrapped. Another iab was not inserted. There was no patient harm or injury. The patient status is reported as "fine".